Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the battery in this implantable cardioverter defibrillator (ICD) was depleting faster than expected. The patient was seen in clinic and the ICD was found to have recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. Review of the device memory confirmed that a low voltage alert, code 1003, was recorded. Although the device memory diagnostics demonstrated that the daily battery voltage measurements displayed an irregular pattern of discharge, the battery voltage level upon receipt in the laboratory was sufficient to ensure therapy availability/delivery while the device was implanted. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
This report is being filed as additional information was received indicating that this patient, who had been in hospice care, passed away. The pulse generator was returned for evaluation.

Event description:
Additional information was received which indicated this patient was in hospice and tachy therapy was programmed off. The physician does not believe the device needs to be replaced at this time. The patient is being monitored remotely. No adverse patient effects were reported.